Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed. When attempting to fix prime as part of no delivery troubleshooting, the customer received another no delivery immediately. The customer reported that the event was resolved by changing the complete reservoir and infusion set. The product will be returned for analysis.